Event description:
C-clip that holds screws in trial liner came off during surgery and was not found. Also, quickzset flexible drill bits kept falling out during surgery. All bits were recovered.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Added: part/lot. The c-clip component to this instrument was not returned for examination. The user over-tightening the threaded insert during use and intentionally disassembling the snap ring from the screw for surgical preference or cleaning are suspected root causes. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. Corrective action not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.